Event description:
A sparc mid urethral sling was placed in 2003. The pt could not void and had a foley for several weeks and then intemittent self catheter. She started to void a slow stream. She saw the doctor for frequency, hesitancy, and slow stream which became worse recently. A cysto revealed an erosion of the sparc into the urethra from the 4 to 8 o'clock position. Dr implies the original implanter of the sling made it so tight that ischemic necrosis of the urethra was the result. It is unk if the sparc sling was removed at this event date.